Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy, suture pulled until it breaks due to circumstances of the procedure. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.

Event description:
It was reported that an arteriotomy closure of the left common femoral artery was attempted with a proglide device after an interventional radiofrequency ablation using a 6f sheath. Reportedly, a suture break occurred. A new proglide device was used to achieve hemostasis and manual compression was held as per physician operating habit. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.